Manufacturer narrative:
A ge service rep performed an onsite investigation. However, no conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported the loss of the live fluoroscopic x-ray image. No pt or user injury was reported.